Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a lost sensor with a new transmitter. The customer was assisted in programming the correct transmitter ID into the insulin pump. The customer had a low blood glucose reading of 46 mg/dl due to not having the sensor. The customer treated.